Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Legal case.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a total hip arthroplasty on (B)(6) 2005 where she was implanted with an accolade hip. It is further alleged that the device loosened, failed, fractured, caused metallosis, and had to be removed approximately 8 years post-op on (B)(6) 2013.